Event description:
It was reported that multiple intermittent occlusion alarms . There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Multiple attempts to resolve the issue were made, including disconnecting the tubing and delivering boluses, but the occlusion alarm recurred. In response, technical support decided to replace the pump. The customer was advised on temporary use of manual daily injections (mdi) to ensure insulin delivery was not interrupted while waiting for the replacement. A new pump was sent with updated software, and the customer received instructions regarding its use and return of the malfunctioning pump.